Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: uni adaptor sleeve v40 ti; cat#6519-t-025; lot#50269504. Delta uni femoral head 16/18 r36 16/18; cat#6519-1-036; lot#54321803. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Upon following up, the patient informed that he had a second stryker revision on (B)(6) 2016 due to infection.

Manufacturer narrative:
An event regarding infection involving an unknown liner was reported. The event was confirmed by medical review. Method & results: - product evaluation and results: not performed as the device was not returned for evaluation. - clinician review: the available medical records were provided for clinician review which indicated - complication of early tha infection following revision tha requiring a second revision surgery is also confirmed. - product history review: not performed as the device was not identified properly. - complaint history review: not performed as the device was not identified properly. Conclusion: it was reported that the patient had a revision due to infection. The event was confirmed by clinician review of the available medical records by a consulting clinician who indicated that complication of early tha infection was confirmed. The root cause could not be determined as insufficient information was provided. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Although the device information is not provided, all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10-6 in accordance to applicable iso standards. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Upon following up, the patient informed that he had a second stryker revision on (B)(6)2016 due to infection.

Manufacturer narrative:
Additional info: device details an event regarding infection involving an unknown liner was reported. The event was confirmed by medical review. Method & results: product evaluation and results: not performed as the device was not returned for evaluation. Clinician review: the available medical records were provided for clinician review which indicated - complication of early tha infection following revision tha requiring a second revision surgery is also confirmed. Product history review: not performed as the device was not identified properly. Complaint history review: not performed as the device was not identified properly. Conclusion: it was reported that the patient had a revision due to infection. The event was confirmed by clinician review of the available medical records by a consulting clinician who indicated that complication of early tha infection was confirmed. The root cause could not be determined as insufficient information was provided. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Upon following up, the patient informed that he had a second stryker revision on (B)(6) 2016 due to infection.